Event description:
Customer reported that the device would not recognize the therapy cable, paddles or test plug connection to complete the user test. The device was unable to provide defibrillation energy with this condition. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and trouble shooting info to repair device. F/u with caller found that biomed replaced the therapy connector assembly to resolve the issue. The device has been placed back to service.